Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was experienced during evaluation. Evaluation could not navigate the menus of the pump due to the "ok" key being stuck. This was found to be caused by a failed keypad. The failed keypad was replaced to correct the condition. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it had an inoperable/malfunctioning keypad with a repeating output. There was no patient involvement.